Event description:
On 08-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the all the test were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the needle got pulled out of the body accidently and the patient had to stick the needle back in. It was also reported that the infusion set tubing came apart while changing shirts. The site location was on the patient's right side and the pump was worn on the patient's hip on right side or center of the body. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the needle got pulled out of the body accidently and the patient had to stick the needle back in. It was also reported that the infusion set tubing came apart while changing shirts. The site location was on the patient's right side and the pump was worn on the patient's hip on right side or center of the body. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.